Event description:
It was reported that the patient presented for remotely and follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited oversensing noise, low impedance, and insulation damage. The rv lead was believed to have insulation abrasion causing noise. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.